Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a replacement due to normal depletion. At the replacement, impedances were completed and 0<(>&<)>1 bipole impedance was low. The patient was not programmed on that contact. No symptoms were reported.